Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400mg/dl -"high" on the continuous glucose monitor. Elevated bg was address by correction bolus and a manual injection. Customer went to the emergency room and was admitted to the intensive care unit for elevated bg with high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated intravenously with saline and insulin. Customer was released on 6/10 with the issue resolved and no permanent damage.